Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during inspection, local staff noticed that the power button on this c1 could not be pressed to turn it on, so they decided to repair this c1. No patient involvement.